Manufacturer narrative:
Additional device product code: hwc. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient went through non-union repair of tibia fibula open reduction internal fixation surgery on (B)(6) 2015. Post-operative x-rays taken on an unknown date revealed that patient had developed non-union again and one (1) variable angle-locking compression (va-lcp) anterolateral distal tibia plate, one (1) 2.7mm variable angle (va) locking screw, one (1) 2.7mm cortex screw and five (5) unknown screws were broken. Hardware removal was performed on (B)(6) 2017. Non synthes implants were added. Procedure was completed successfully and patient was reported as stable. Surgical delay is not known. It is unknown if the fragments were generated from broken device and if the broken fragments were retained in the bone. Also, it is unknown if other medical intervention was required and if any unanticipated x-rays were taken. Concomitant medical products: 2.7mm/3.5mm lcp lateral distal fibula plate 5h/left/99mm (part # 02.112.141, lot # 6955664, quantity # 1), 3.5mm cortex screw self-tapping 14mm (part # 204.814, lot # unknown , quantity # 1), 3.5mm locking screw self-tapping w/stardrive(tm) recess 12mm (part # 212.102, lot # unknown, quantity # 2), 3.5mm locking screw self-tapping w/stardrive(tm) recess 14mm (part # 212.103 , lot # unknown, quantity # 1), 3.5mm cortex screw/low prof hd self-tapping/star drive/30mm (part # 02.206.230, lot # unknown, quantity # 2), 3.5mm cortex screw/low prof hd self-tapping/star drive/32mm (part # 02.206.232, lot # unknown, quantity # 1), 3.5mm cortex screw/low prof hd self-tapping/star drive/34mm (part # 02.206.234, lot # unknown, quantity # 2), 3.5mm cortex screw/low prof hd self-tapping/star drive/38mm (part # 02.206.238, lot # unknown, quantity # 1). This report is for one (1) 2.7mm cortex screw self-tapping 20mm. This is report 3 of 4 for complaint (B)(4).